Manufacturer narrative:
Though the device did not malfunction in this event, the assistant did require antibiotic eye drops to preclude permanent damage to a body structure or permanent impairment of a body function. The device was not returned for eval and the lot number is not known for retained-product testing and/or DHR review.

Event description:
It was reported that liquid splashed into a dental assistant's eye after the bottle was dropped into a sink while preparing for a root canal procedure; redness was noted and discomfort was experienced when blinking, though sight was not affected. The assistant flushed the eye with water and sought treatment from a dr, who administered artificial tears and had the assistant flush the eye with water again. Additionally, the dr advised the assistant to refrain from working for a day. Ultimately, the assistant opted to return to work and developed a bacterial infection in the eye, for which the dr administered eye drops (the type is unknown, though the drops are presumed to contain an antibiotic). The assistant indicated that the dr feels the infection developed as a result of returning to work.